Manufacturer narrative:
On april 19, 2022, mentor became aware that patient's product code is 3543757. The impacted product is a 375cc mentor memorygel breast implant. On april 22, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on may 18, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 375cc breast implant was found to have a tear on the posterior view between the union of the shell and patch. A microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with unknown mentor gel breast implant experienced right-sided implant rupture postoperatively. Rupture was confirmed by MRI. As a result, the patient underwent explantation on (B)(6) 2021.